Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components , including one guide wire, for evaluation. The guide wire was returned within its advancer tubing and showed evidence of use. Visual inspection of the guide wire revealed several kinks and offset coils towards the distal end of the guide wire, and an additional kink towards the proximal end. The distal j bend was misshapen but intact. Microscopic examination confirmed the damage to the guide wire. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire measured 20mm, 37mm, and 645mm from the distal end. The guide wire length measured 684mm, which is within the specifications of 678-688mm per product drawing. The guide wire outer diameter measured 0.84mm, which is within the specifications of 0.838-0.877mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was threaded through a lab inventory ars and introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed several kinks and offset coils in the wire. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the guidewire got stuck during the procedure. No patient harm was reported. A second attempt was made successfully. The patient's condition is reported as fine.

Event description:
It was reported the guidewire got stuck during the procedure. No patient harm was reported. A second attempt was made successfully. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).